Event description:
It was alleged that during a case, the 'l' tip broke off inside the pt. It was reported that the tip was retrieved.

Event description:
It was alleged that during a case, the 'l' tip broke off inside the pt. It was reported that the tip was retrieved.